Event description:
The customer contacted carefusion technical support to regarding a unit that is giving inaccurately low exhaled volumes. The customer reports that the exhaled volumes are off by more than 100mls. They replaced the patient circuit, and flow sensor and the problem corrected. According to the customer, this unit passed the leak tests. This problem occurred during ovp. The unit was not on a patient. The customer requested for a field service representative to be dispatched to the facility.

Manufacturer narrative:
(B)(4). Carefusion field service evaluated the unit, and determined that the transducers needed to be calibrated. The transducers were calibrated, and other adjustments were made to assure proper operation of the system, before returning the unit back to the customer.